Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump displayed "motor rate error." There was unknown patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
H2) additional information: a1-a2 and a4-a6 updated. B5 updated. There was additional information received from the initial reporter that stated there was no patient involvement. B6-b7 updated. D3 manufacturing plant address, city, and zip code updated. H6: f code updated.

Manufacturer narrative:
One device was returned for repair. Visual inspection found top and plunger cases were broken. Service history found no history of repair in the past with 12 months. The reported problem with motor rate error was verified by occlusion testing. Error occurred at occlusion due to motor failure/stalled during occlusion. Replaced stepper motor.